Manufacturer narrative:
Additional/updated information was added to reflect the wheel locks being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of the wheel locks coming loose and not engaging. Per the initial evaluation, the wheel locks were missing a nut and bolt so that the locking mechanism would no longer engage. An expanded evaluation was performed. Per the expanded evaluation report, for both of the wheel locks, there was corrosion on one of the screws, and the bolt that keeps the two sides of the lock connected was missing. Without this piece of hardware, the wheel lock could not be used. The underlying cause of the loose/missing hardware could not be determined. (B)(6).

Event description:
The dealer states that through normal use the wheel locks keep coming loose and will not engage.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that through normal use the wheel locks keep coming loose and will not engage.